Event description:
It was reported that the insulin pump had a keypad anomaly. Customer's blood glucose reading at the time of the call was 188 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Insulin pump had cracked on display window, cracked case on display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.